Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The n2o needle valve was recommended for replacement and a quote has been sent. Currently, there is no resolution to this reported fault. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was still delivering n2o when o2 was set to zero. This hypoxic delivery was discovered during preuse checkout. There is no report of patient involvement.

Manufacturer narrative:
A 3rd party service representative replaced the n2o needle valve, and the unit was returned to service.